Manufacturer narrative:
G5:510 (k)# is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate erratic readings on the patient's one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient mentioned that on (B)(6) 2010 they obtained readings of 390 mg/dl, 206 mg/dl and 172 mg/dl on their lfs meter. Readings were greater than 20 minutes apart from one another. Immediately after testing the patient experienced a faster heartbeat. The patient ate more food/drink and he did not seek any further medical attention or contact his physician for assistance. The product was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, and how long symptoms lasted. The complaint is being reported since the patient alleged that due to the high readings, he immediately developed symptoms suggestive of a serious injury and had to self-treat with food/drink.